Event description:
Pt is two months post left hip open reduction, internal fixation for esentially a subtroch, intertroch fracture with a sliding hip compression screw. Pt had failure of the implants which had cut out of the femoral neck with collapse and subsequent secondary post traumatic arthritis occurring in the femoral neck on the left, with shortening of the leg by approx. One inch. Pt admitted for replacement of implants.